Event description:
Pt reported when she programs a bolus, the infusion device shuts down and restarts. Pt stated she has already tried changing the batteries but the concern persists. Pt reported that no error message appears on the display of the infusion device and that this concern occurs during the whole bolus programming procedures and also some times during the whole bolus priming. Pt is currently on her backup infusion device. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.